Event description:
It was reported that the right atrial lead exhibited high impedance and noise due to a lead fracture. The lead was capped and replaced successfully on (B)(6) 2017. The patient was fine post procedure.